Event description:
It was reported that test all items (l10 light source (ref 220-220-300/sn (B)(6)), safelight light cable, and safelight adapter) connected to the event immediately upon availability of the room, confirming that the action continues to occur on this device only. The light cable and adapter functioned as intended with a separate device. Additionally, we tested a separate light cable and adapter with the device in question, which again resulted in a failed triggering of the safelight safety function. This only happened in one procedure. Not aware about issue with the device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.